Event description:
A pump declared alarm 20 while it was in use. There was no adverse impact to the customer's blood glucose level. The customer attempted to resolve the issue by loading a new cartridge with assistance from technical support but was unsuccessful due to a recurring cartridge alarm. As a resolution, a replacement pump was provided since the pump was under warranty. Meanwhile, the customer used an insulin pen as a backup.